Event description:
Coiling treatment was conducted of an aneurysm. It was reported that coil became stuck and prematurely detached within the microcatheter. The coil and catheter were removed successfully without incident. No injury was reported with the pt as a result of the procedure.

Manufacturer narrative:
The delivery pusher and implant were returned for eval and confirmed the implant coil had detached. The eval shows excessive force was used which likely led to the coil becoming detached. (B)(4).